Event description:
It was reported that, "according to the doctor, one of the holes, the 0 hole would not accept a threaded pin. The hole was either chewed up or cold welded."

Manufacturer narrative:
Method - device mfg history and complaint history review. Eval summary: visual inspection indicated the returned device was in used condition. Inside the left and right "0" holes there is galling. It appears as concurrent circles that begin at the entrance of the device and continue down the hole until they stop roughly halfway down the hole. In this instance, no pin seizure was reported. However, the true root cause could not be determined. It is likely that the device was damaged by the inappropriate pin usage. Since no pin was returned, the event cannot be confirmed. The return device is within specification in the sections of holes that are not galled. This is confirmed by the dimensional analysis. The device mfg history record indicates no reported discrepancies. A review of the product experience reporting database indicated that there have been other previously reported similar. The results of these investigations indicated that the 1/8-inch headless pins were seizing within the holes of the distal resection guide. As a result, flutes were added to the bottom half of the pin. The flutes allow the pin to act as a drill bit and clear any burrs or debris located on the inside surfaces of the cutting guide.